Manufacturer narrative:
(B)(4): final device analysis of the pump serial #: (B)(4), revealed no anomaly found; normal device function. The pump passed dispense accuracy testing, visual inspection, alarm function testing, patency testing, and no anomalies were noted in the pump logs. No reset, safe state or eri was noted in the logs or during lab testing. The pump passed all non-destructive testing. The drug found was dilaudid, the reservoir volume was 18 ml. Final device analysis of the catheter revealed a pump connector anomaly. The returned catheter included the sc assembly, and the connector pin covered by clear strain relief shroud, and 7.5 cm proximal catheter segment. Visual inspection revealed there was an indentation down inside the sc cup. An indentation was seen off to one side of the sc inner lumen. The catheter passed pressure and patency testing. Catheter separation from the tapered seal was starting to form.

Event description:
It was initially reported the pump drug was decreased to a minimum rate on (B)(6) 2010, the date of implant. The catheter tip was implanted at t11. The pump contained dilaudid 2 mg/ml concentration. The pump delivered a dose of 0.5 mg/day. Per the pump logs, the minimum rate does was 0.0121 mg/day as of that date. This reporter indicated that the pt expired; exact date of death was unclear. The death was not believed to be related to the drug or pump. It was later reported via maude database report # (B)(4) that the dilaudid dose was changed from 1.125 mg to 0.5 mg. The pt stayed overnight in the hospital due to hypotension. The pt was discharged to home. The pt had an appointment to return to the physician's office; however the pt did not arrive. The physician's office called 911 to check on the pt's welfare. The pt was found unresponsive on the floor of his home. Additional info received on (B)(6) 2011 from the medical examiner (me) reported the pt was found unresponsive 3 days after the pump was implanted. The me confirmed the device serial # to be (B)(6), the device returned for this event. Please note that the serial # listed on the (B)(4) was reported as: (B)(4). Per this reporter, the pt expired on (B)(4) 2010 from "natural causes." A f/u report will be sent if additional info becomes available.